Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed. After aeration of the device, the image was ok with no error message. Also, evaluation found the following: the instrument channel failed the leak test, switch 1 - 4 were not working (after aeration switch 1, 3 and 4 were still not working), the bending section had dents and failed the electrical continuity test, the insertion tube had dents, there was corrosion and fluid fluid on the control body, the scope connector had fluid, and the rotational control knob was loose. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a b30 scope communication error message when plugged in. The issue was found during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that during user handling, the forceps channel leaked and flooded inside the scope connector. As a result, an abnormality occurred in the electronic component, and the event occurred. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.